Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2008. Upon a follow-up check performed on (B)(6) 2009, the physician observed ventricular oversensing in the diagnostics stored into the ICD memories (1752 vf cycles were sensed, as observed in autosensing histograms). Ventricular sensitivity was 0.6mv. No oversensing episode was recorded (e.g. Myopotentials oversensing) since the memories were filled with supra ventricular tachycardia episodes. However, myopotentials were observed on real time egms upon deep inspiration. Ventricular sensitivity was reprogrammed to 0.8mv and new follow-up check is scheduled for (B)(6) 2009.

Manufacturer narrative:
On (B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. The analysis is pending.